Manufacturer narrative:
(B)(4). The devices have been rec'd and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The nurse hung a 250 ml bag of heparin (concentration unk) at 5 pm, programmed for a rate of 11.3 ml/hr and vtbi of 50 ml. At 6:45 pm the bag was empty. The customer's internal report says that they "took action for the full volume infused", no details as to what this means except that a stat ptt was drawn and the physician was notified. There is no mention of protamine administration or what the lab results were, only that the "pt is doing ok" following the event. The biomed found no programming discrepancies in the log that would account for the over-infusion. Limited functional testing on the module found it to be delivering a higher volume than it should (details not provided). No obvious signs of why it would be over-infusion were identified. The customer states that he did not take it apart or do any repairs because he wanted the MFR to be able to investigate the device as undisturbed as possible.